Manufacturer narrative:
The actual device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Functional flow rate testing was attempted and could not be performed; the slide clamp was ejected. The device was disassembled and the plastic hook holding slide clamp spring tension had broken off. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified as a damaged component would contribute to the reported conditions. The lvp mechanism requires replacement to solve the event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump alarmed air in line and upstream occlusion, and under-infused. This was observed during patient infusion of red blood cells (rbcs) in the medical surgical department. The pump was programmed at 120ml/hr and volume changed to 30ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.